Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a lap. Total gastrectomy. The idrive was inserted into the cavity for duodenum re-section and the device articulated on its own. The device was removed and the adapter was reloaded, however after a while it articulated on its own. Everytime the battery was re-inserted into the idrive handle the same event occurred. The case was completed using a manual handle. No patient injury.